Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch 2400930000-2022-8052 for this event.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion twice and underinfused during emend therapy. The infusion time ordered and programmed was 30 minutes, while the actual time of infusion was 37 minutes. The volume to be infused was 250ml. The flow rate was 500ml/hr. The bag height was 24 inches. This occurred in the outpatient treatment facility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.